Event description:
Information received from our (B)(4) affiliate on (B)(6) 2011. On (B)(6) 2011, our (B)(4) affiliate informed johnson and johnson (B)(4) that this information was first received by johnson and johnson legal department in (B)(4) on (B)(6) 2011. This information indicates a patient was wearing acuvue 2 contact lenses and developed an infection. The report stated "(B)(6) had infection with the bacterium, causing him corneal ulcer. Almost lost his sight." The wear and replacement schedule and type of cleaning solution were not indicated. Additional information has been requested, including the initial notification date that our firm received the complaint. Any additional information will be reported within 30 days of receipt.

Manufacturer narrative:
The suspect product was not available for evaluation but was requested back if it is available. A lot history review was requested. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l000znx was manufactured under normal conditions. Device labeling single use or reuse. Device not returned. No evaluation will be performed. No conclusions can be drawn.